Event description:
A user facility reported that during intraocular lens (iol) implantation, the capsular bag tore. The lens was replaced. The association between the iol and this event are not known. Additional information has been requested.

Event description:
A nurse from the user facility provided additional info stating the intraocular lens (iol) did not cause the capsule to break. The surgeon placed another lens in the sulcus due to the broken capsular bag.